Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure to treat a stenosis post gastric bypass. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was inflated in the patient's esophagus, however the balloon burst at 3atm. It was reported that no pieces of the balloon detached in the patient. Another cre balloon was unavailable at this time; therefore the procedure could not be completed and was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of balloon burst. Preliminary investigation results visual evaluation of the device revealed the balloon portion of the device to be torn longitudinally. No damage was noted to the catheter of the device. The complaint that the balloon had burst was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g. Tortuous anatomy or contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. If any further relevant information is received, a supplemental MDR will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot.